Manufacturer narrative:
The returned products were visually inspected under magnification to confirm failure. All returned screws are in good shape. No excess wear or damage is visible. Additional mdrs associated with this event: 3025141-2020-00247: plate 3025141-2020-00248: screw 1, 3025141-2020-00249: screw 2, 3025141-2020-00250: screw 3, 3025141-2020-00251: screw 4, 3025141-2020-00252: screw 5, 3025141-2020-00253: screw 6, 3025141-2020-00254: screw 7, 3025141-2020-00255: screw 8.

Event description:
A total wrist fusion plate was implanted in the patient. At some point post op (months), the plate broke. It was explanted on (B)(6) 2020.